Event description:
It was reported that the nipple of the modified rod introducer assembly broke off from the instrument when the physician was trying to bend up the tulip (screw head) of a polyaxial screw and reduce a rod at the same time. The instrument's broken nipple was retrieved from the surgical site and was discarded by the customer. There were no adverse consequences to the patient and no delay.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The rod introducer with cam assembly was returned for evaluation. Visual verification revealed that the fracture occurred at one of the tabs on the rod introducer¿s working end. Fracture analysis found evidence of a high load static failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12-month review of the complaint trend analysis for the custom modified rod introducer assembly was conducted the specific product code from this complaint file as the product family does not exist for this device. This analysis found no related complaints. The root cause of the custom modified rod introducer¿s tab fracturing cannot positively be determined. However, the optical images identified in the fracture analysis report, reveals a rough grainy pattern that appears fairly uniform and moves across the surface moving towards the plastically deformed termination site, indicating a high load static failure. No corrective action/preventive action (CAPA) is necessary at this time as there have been no issues identified in the manufacturing or release of this device. Additionally, no material defects or other abnormalities were observed in the fracture analysis report. No systemic trend has been observed. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.